Manufacturer narrative:
Corrected data: e2 & e3 ¿ both sections were inadvertently omitted on the initial report. Also, ¿health professional¿ was inadvertently unselected in section g2 of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 and e315 errors could not be identified. However, it¿s likely the cause is related to either a scope failure or a temporary failure of the electrical contacts. The event can be detected/prevented by following the instructions for use which state: [6.3 connection of an endoscope] make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet device could cause the image to flicker or disappear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera video system center was displaying b30 and e315 scope communication errors. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer did note that his staff was knowingly hot swapping the scopes during use. Tac advised against this and provided a series of other trouble-shooting options to help resolve the error code issue. This troubleshooting would also help confirm whether the light source was the issue or the video system. The customer wasn¿t in front of the unit at the time of the call and noted that he would give these options a try. Tac has made several follow up attempts with the customer, but he did not answer or return any calls. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the intended endobronchial ultrasound bronchoscopy procedure was cancelled due to the error. The patient¿s condition was confirmed stable despite the cancellation. The customer confirmed that the tower was functioning properly, so they tried another scope, and it was working without issue.